Event description:
Additional information later reported on (B)(6)-2014 the pump was checked under fluoroscopic guidance, the entire catheter appeared patent from pump to tip, no evidence of a leak at any point. Also on (B)(6)-2014 30cc¿s of straw colored seroma fluid was aspirated from the pump pocket.

Event description:
A postoperative hematoma was reported. Diagnostics on (B)(6) 2014 included examination/palpation, results revealed abdominal pain, increased swelling and bruising overlying at the pump site and extending below the site. Lab work was also done, hemaglobin 10 potassium 2.9. The patient also experienced dizziness and lightheaded. The severity was indicated as moderate, the seriousness resulted in in-patient or prolonged hospitalization, necessitated medical or surgical intervention. Interventions included medication adjustment, potassium replacement (dose and route are unavailable) and surgical treatment. The hematoma was evacuated from the pump pocket and coagulated areas of venous oozing, wound drain was placed on (B)(6) 2014. The etiology was indicated as unlikely related to device or therapy, related to implant procedure. Examination/palpation on (B)(6) 2014 revealed the patient had some ecchymosis from bleeding but otherwise stable. The patient discharged home. The pump was used to deliver hydromorphone. Additional information later reported postoperative bleeding. Examination/palpation on (B)(6) 2014 revealed increased pain and swelling to pump site, chills with a temp of 98.2, abdominal incision with mobile fluid collection and was tender to touch. The pump pocket seroma was drained under ultrasound guidance on (B)(6) 2014 and the seroma fluid sent for culture. The event was indicated as ongoing.

Event description:
Additional information reported the patient resolved without sequelae and there were no signs or symptoms of hematoma or seroma noted the day prior.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The culture result of the seroma fluid taken (B)(6) 2014 was "negative".